Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, dizziness, headache, and myelodysplastic syndrome. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, dizziness, headache, and myelodysplastic syndrome. Medical intervention was not specified. No additional information can be requested at this time. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Reporting institution name, reporting address city, reporter first name, reporter last name, reporting address city, reporting address state, box h: evaluation method code, evaluation results code and conclusion code grid has been updated.